Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd synapsys¿ database is running is suspect state. The following information was provided by the initial reporter: after synapsys installation the clinical db has status suspect. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ database is running is suspect state. The following information was provided by the initial reporter: after synapsys installation the clinical db has status suspect hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.